Event description:
It was reported that the electrode array was not completely inserted due to ossification. The device was explanted and the patient was reimplanted with a new device during the same surgery in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.